Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had break needle. Customer's blood glucose value was unknown at the time of the incident. Customer reports the introducer needle fractured while in the body. Customer reports needle was hard to remove. The customer was advised that the sensor needed to be replaced. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used partial sensor and unable to confirm insertion and needle complaint due to customer return sensor no needle. Then made a visual inspection and found the sensor with cannula in full during analysis.